Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Event description:
During a stage 2 implantation of an extension and neurostimulator, the hcp removed the lead cover and the entire housing with the screw and lead came out of the plastic. The lead was damaged and the number 3 contact unusable. The hcp cut the contact off in order to fit the lead into the extension.